Event description:
It was reported that during a gastroplasty bypass video laparoscopic procedure, the articulation piece of the device broke which reportedly caused the opening of the staple line. Patient was sent to the intensive care unit and on parenteral nutrition. His stay in the hospital took 9 days. The patient went home in good condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.